Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed. One driving cap (part # 03.010.523, lot # 9602503) was returned for investigation. The driving cap shows regular use, with hammer marks and gouges on the head of the device consistent with high impact force. The distal threaded tip of the driving cap is broken off and was returned stuck in the returned concomitant device (part # 03.010.486, lot # 9482445). Although the exact cause for the complaint condition could not be determined, the damage appears to be the result of hammering on the device before it was fully seated against the insertion handle. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint condition is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient year of birth was reported as 1992. Exact date is unknown. Patient weight was not provided for reporting. Device is an instrument and is not implanted / explanted. Device history records review was completed for part # 03.010.523, lot # 9602503. Manufacturing location: (B)(4), manufacturing date: oct 12, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, during an initial surgery for a bilateral femur/bilateral radius/tibial plateau fractures, the tip of the driving cap/threaded broke off in the radiolucent insertion handle for expert nails/100mm. The only fragment that was generated was the one to two centimeters tip that broke off that remains stuck in the insertion handle. The surgeon kept moving through the surgery with the same driving cap and insertion handle. The patient was implanted with three (3) nails, one (1) plate, six (6) 3.5mm cortical screws, eleven (11) ex locking screws, one (1) spiral blade and one (1) end cap. There was no surgical delay and patient was reported as stable. The procedure was completed successfully. Patient underwent the procedure due to a severe motor vehicle accident, was hit by a semi-truck. Concomitant devices reported: radiolucent insertion handle for expert nails/100mm (part # 03.010.486, lot # 9482445, quantity # 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).